Event description:
It was reported that while attempting to treat a long, calcified lesion in the lad, the predilatation balloon was unable to completely inflate and crack the lesion, as evidenced by "waisting" in the balloon. The penta was advanced and deployed (contrary to IFU); however, the same waisting was observed in the stent and balloon. The sds balloon was inflated above rbp to 24 atm (contrary to IFU), although the waisting was never resolved and the lesion was never able to be adequately dilated. After the balloon was deflated, it was very difficult to remove the sds from the stent. After the balloon was deflated, it was very difficult to remove the sds from the stent. After the physician used force and "twisted and twisted" (contrary to IFU), the sds finally came out of the stent intact. Overnight, the pt developed a massive bleeding complication (hematoma) in the right groin at the femoral puncture site which had to be urgently surgically repaired. Cardiac bypass of the lad was also performed due to questionable stent results.